Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump received critical pump error. Customer¿s blood glucose level was unknown. Customer stated that they received open book image. Customer reported that they did receive insulin pump error before open book error. The customer was advised to discontinued the insulin pump and revert to backup plan. The device will not be returned for analysis.